Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Manufacturing site evaluation: evaluation on-going at manufacturing site.

Event description:
Country of complaint: (B)(6). Post operative break of ceramic head. Patient noticed audible noise. There was no dislocation and no accident. Original surgery: (B)(6) 2014. Revision surgery: (B)(6) 2014.